Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Using the miniature simulator as well as the trainer, the fse saw that the iabp gave the appropriate wave forms when manually switched from external to direct. No issues found with the iabp unit. The fse was able to speak with the charge nurse and explained what was happening in needing to manually switch while in semi-auto mode. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the customer was having an issue with the cs300 intra-aortic balloon pump (iabp) not changing over from manual to auto when the iabp was being slaved from an external monitor. Blood pressure stopped working, requiring a driver exchange. No patient harm, serious injury or adverse event was reported.